Event description:
It was reported to boston scientific corporation that a flexima¿ biliary stent was used during a biliary tract stenting procedure performed on (B)(6) 2015. According to the complainant, when they were releasing the stent, the guide catheter stretched and could not be pulled. The guidewire then failed to move thus, they removed the stent with the guidewire from the endoscope. Recannulation was performed and the procedure was completed with a flexima 7fr x 12cm biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good." This event has been deemed a reportable event based on the investigation results; stent kinked and guide catheter break.

Manufacturer narrative:
Investigation result of guide catheter broke. Investigation result of stent kinked. Visual evaluation found out that the stent was bent near the proximal end. The guide catheter was stretched and broken. The proximal section of the broken guide catheter was not returned. The suture was also broken and missing. The push catheter was bent in several locations. The suture hole was partially torn. A functional evaluation was not performed due to the condition of the returned device. The investigation concluded that tortuous conditions due to patient anatomy or customer manipulation can cause the delivery system to bend/coil leading to kinks and bends in the device. Severe kinking and bending of the device can cause failure in stent deployment. Force to deploy the stent could cause stretching of guide catheter, and ultimately breaking it. Therefore, the most probable root cause is operational context.